Event description:
The consumer states that the tilt actuator is not working at all. It has been broken for about 8 months. He also states that the left legrest is broken on the upper support and needs to be replaced.